Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that universal surgical manipulator (usm) 2 did have to be disabled to complete the procedure. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The setup joint (suj) was analyzed. No errors could be found in system logs due to it being down and the data was unretrievable at the time of the investigation. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 319 at startup indicating node was not present thus confirming and replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed to find nodes a, b and c during programming. Installed golden fiber and it still failed the node check. Installed golden axes controller setup (acu) where it passed the node check but failed to release the horizontal brake. The probable root cause is attributed to an electronic defect pertaining to the acu printed circuit assembly (pca) of the suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and determine the issue was the proximal setup joint (suj). The fse replaced the suj to resolve the issue. The system was tested and verified as ready for use. The suj involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that errors 26002 and 319 occurred against universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the site with power cycling the system, but the issue remained. The procedure as reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.